Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon, markerbands, and bonds were microscopically and visually examined. The balloon was loosely folded. Microscopic examination of the balloon revealed a 17mm longitudinal tear in the balloon wall from the proximal end to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. There were numerous kinks throughout the hypotube of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 4.50mm x 8mm nc emerge® balloon catheter was advanced to dilate a lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 4.50mm x 8mm nc emerge® balloon catheter was advanced to dilate a lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.